Event description:
It was reported that the patient developed a reaction where the pod's adhesive was by the infusion site (unspecified) while wearing the device for an unknown duration. Patient reported the infusion site to have pain, a boil and swollen lump. After using multiple pods, the patient's whole body has scars and marks due to the reaction to the pod. The patient contacted their healthcare provider (hcp) and was prescribed with cavilon barrier cream. A new pod was applied. It was reported that the incident occurred approximately 12 days prior to the event being reported to insulet, however the exact date is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.